Event description:
The customer reported v3 on a 12 lead ECG was not working. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported v3 on a 12 lead ECG was not working. There was no reported adverse pt impact. The third party field service engineer evaluated the device and ECG cables and found the trunk cable failed. The trunk cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the trunk cable where v3 did not work.